Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem of "image flickered intermittently when the camera head was connected" was confirmed. The evaluation found evidence of moisture stains inside the video connector. Based on the results of the evaluation, the likely cause of the reported problem was failure to follow instructions for use (IFU). The IFU provides the following statement: "caution: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. "

Event description:
Olympus was informed that a user facility's olympus otv-s190, visera elite video system center, image flickered intermittently when the camera head was connected. The intended procedure was completed using a similar device. The intended procedure is unknown. No patient injury or harm occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified.